Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01377.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 kit and a unknown penumbra microcatheter. During the procedure, the physician made a successful pass using a penumbra system ace 60 reperfusion catheter (ace60) and the unknown penumbra microcatheter with a neuron max 6f 088 long sheath (neuron max). While attempting to make another pass, the physician was unable to advance the microcatheter through the ace60 and, therefore, the ace60 and the microcatheter were removed. The procedure was completed using a non-penumbra catheter and the same neuron max. There was no report of an adverse effect to the patient.